Event description:
It was reported that three days post implant, noise was observed on the rv channel and the rv lead impedance was high. Five days post implant, the device was replaced. Upon connecting the new device, the same problem occurred with out of range impedances and no sensing. It was decided that the problem was with the rv lead. The rv lead was replaced and normal function ensued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun